Manufacturer narrative:
E1. All customer demographic information on the regulatory document states "confidential". H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd insyte autoguard broke. Verbatim: it was reported that the patient complained of pain in the avp, and it was determined that the device had broken off inside the patient's arm. The abocath ruptured.